Manufacturer narrative:
Patient date not currently available. E-mail and occupation of reporter is unknown. Manufacture date is unknown. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a telemetry transmitter had a melted case. There was no reported patient injury associated with this event.